Event description:
It was reported that during an open ventral hernia repair procedure, the device was being activated and had a burning smell. The surgeon noticed they were burning the tissue pad and it had melted in some areas. The pad did not come off but was damaged. Another device was used to complete the procedure. There was no adverse consequence to the pt reported.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the analysis results found that the devices were returned in good condition. The devices were tested with a generator and was functional. There were no anomalies noted with the functionality of the devices. The tissue pads were examined and normal wear was visually seen. Flaking of the tissue pad may be caused due to activation of the device while clamping without tissue being present in the entire jaw area. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. This can result in damage to the instrument. Device b batch f9gw9n, mfg date 6/12/09, exp date 5/12/14.